Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio2 initial = 1.3; repeat = 2.7. Repeat inratio test was performed immediately after initial inratio test. Patient self tester was milking finger after the fingerstick. Although specific data could not be provided, customer indicated that meter had previously correlated well with the lab on (B)(6) using same strips. Therapeutic range: 2.0-3.0.